Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review was conducted for lot number 9077703. There was no documentation for this type of defects during the entire production run of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see section h.10.

Event description:
It was reported that the bd precisionglide¿ needle was "irregularly shaped" and caused the insulin cartridge to leak during use. Upon insertion to withdraw insulin, the needle caused damaged to the rubber in the cartridge, but upon changing the needle, "the cartridge was no longer damaged". This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "customer reported needle was irregularly shaped compared to other needles and had caused 3 cartridges to leak" "called and spoke to the customer who stated that this issue has happened two other times but she only has one sample from the last (the third time). The customer stated that the issue happened when she would insert the needle to withdraw insulin from the cartridge she would notice that the needle would cause damage to the rubber in the cartridge, and when she changed the needle then the cartridge was no longer damaged."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle was "irregularly shaped" and caused the insulin cartridge to leak during use. Upon insertion to withdraw insulin, the needle caused damaged to the rubber in the cartridge, but upon changing the needle, "the cartridge was no longer damaged". This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "customer reported needle was irregularly shaped compared to other needles and had caused 3 cartridges to leak." "Called and spoke to the customer who stated that this issue has happened two other times but she only has one sample from the last (the third time). The customer stated that the issue happened when she would insert the needle to withdraw insulin from the cartridge she would notice that the needle would cause damage to the rubber in the cartridge, and when she changed the needle then the cartridge was no longer damaged."